Event description:
A (B)(6) female patient contacted zoll for an unrelated issue. During servicing of the patient's charger/modem, a reportable event was discovered. The patient's charger/modem would not power on. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem would not power on. During servicing, there was an md5 flash failure while programming the flash memory. The cause of the inability to power on is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective memory. The patient event resulted from the defective memory. The patient received a replacement monitor.